Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center was not sending images to provation during a diagnostic colonoscopy while the patient was under sedation. The procedure was completed using the same device. There were no reports of patient harm.